Event description:
The pt expired mid junr 2000 due to congestive heart failure. Add'l info has been requested.

Event description:
Per fax: the pt's death was not cardiac-related; however, prior to death, it was observed that the leaflets did not "move at the same time". A videotape is being sent to the dr. For review.